Event description:
Technician alleged that the brake casters did not hold in the brake mode.

Manufacturer narrative:
Technician found the casters were worn due to age and needed to be replaced. He replaced the brake casters and the brakes functioned properly. There were no alleged injuries.